Event description:
It was reported that a patient underwent a revision surgery for unknown reasons, on an unknown timeframe post-implantation. Attempts have been made and no further information has been provided at time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown articular surface: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02020; 0001822565-2022-02022. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as the products that contributed to the event were not manufactured by zimmer biomet. The initial report was filed in error and should be voided.

Event description:
See h10 narrative.